Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using the maxcore device. During the procedure, the outer cannula of the device can't be fired. It was further reported that the firing button was stuck and couldn't be pressed. A coaxial needle was used, and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first photo shows one maxcore device inside the package were only the device probe was visible which in in initial position and the labeling information available which verifies with tw. The second photo shows one maxcore device was outside the package with protective sheet and the labeling information available which verifies with tw. The third photo shows one maxcore device was outside the package with protective sheet which in in initial position and the labeling information available which verifies with tw. Based on the photo review, the reported issue cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.